Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. It was noted that the right ventricular (rv) lead exhibited noise. Externalized conductors were confirmed several years ago via x-ray, as there was no electrical abnormality, the physician had elected to monitor the lead. The lead was explanted and replaced. The patient was asymptomatic to the event.

Manufacturer narrative:
The reported events of noise and insulation abrasion were confirmed. Internal insulation abrasion was noted at 1.0-2.4 cm, 8.7-9.0cm, 10.3-11.1cm, and 13.3- 14.7cm from the distal tip. The etfe coating was intact at this/these location(s). Internal insulation abrasion was noted at 3.9-8.4 cm from the distal tip. The etfe coating was abraded at this/these location(s). External insulation abrasion was noted at 24.6-24.8 cm and 25.8-26.0cm from the distal tip consistent with lead friction to the ICD can. The etfe coating was intact at this location. This is consistent with the observation from the field of noise.